Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found the ise buffer valves were not working intermittently. The fse replaced the ise buffer valves to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of high patient results for ion selective electrode (ise) sodium (na), potassium (k) and chloride (cl) on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patients demographics. The customer provided the data for six (6) patients.